Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in italy, on (B)(6) 2024, it was reported that the patient experience that tube is bent and connect to reservoir and the blood glucose level at the time of incident is 296 mg/dl and the time of call it is 176 mg/dl. No further information available.